Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A risk assessment was performed and livanova has concluded that the probability of patient harm due to a user accidentally turning off a control panel is improbable. The instructions for use (IFU) states in section 2.2.4 that "when in operation, the s5 system must be monitored at all times. Non-compliance with this duty may result in danger to the patient's health! The safety features of the s5 system (alarm signals etc.) Are intended to assist the user and do not free him from his responsibility to monitor the equipment continuously and conscientiously." Moreover, the control panel of the centrifugal pump system presents a convex backwards offset in the rear side of the chassis that reduces the prominence of the power button, caging it internally. This complaint is a perception issue caused by a user error. No device malfunction was identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned; user error.

Manufacturer narrative:
(B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device availability unknown.

Event description:
(B)(4) received a report that the on/off switch on the rear panel of the centrifugal pump system with tubing clamp was accidentally pressed when the unit was turned. The ECMO turned off without an alarm. There was no report of patient injury.